Event description:
The customer's husband stated that the customer was hospitalized for low blood glucose levels. The customer's blood glucose reading went as low as 36 mg/dl and the customer experienced seizures. The customer had changed the infusion set the day prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. However, the daily totals did not match correctly with basal rates. The husband also stated that there were some boluses that did not record in the bolus history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.